Manufacturer narrative:
The complaint of a rupture below the cuff is inconclusive due to the poor sample condition. The d/l tubing had been cut with scissors or a scalpel just distal to the cuff and the distal segment of the catheter was not returned for eval. No other leaks were found in the catheter. A chr of lot #43hqp028 showed no other similar product complaint(s) from this lot.

Event description:
The product was placed and the patient was sent to recovery. Shortly after arriving, the practitioner noticed the dressing was soaked and the catheter had ruptured just below the cuff. The patient had also lost a lot of blood. The patient was taken back to surgery where the product was removed and replaced.